Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and replaced the light scatter sensor and a damaged flowcell. The ls offset errors were resolved. The cause of the damaged flowcell was not determined. (B)(4).

Event description:
Customer reported light scatter (ls) offset errors were generated when using the coulter lh 750 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.